Manufacturer narrative:
The technician isolated the issue to the e-ring connecting siderail latch pin was not attached securely and the latch spring was out of position to lock the latch tightly. The technician reconnected the e-ring and adjusted the spring latch to repair the bed.

Event description:
Info rec'd indicates the left intermediate siderail will not latch in "up" position.